Event description:
An ovation prime abdominal stent graft system was implanted in the patient during endovascular repair of an abdominal aortic aneurysm. A review of the follow-up CT imaging 3 months post-op showed the presence of a type ia and/or type ii endoleak. The patient returned for a follow-up angiogram on (B)(6) 2014 and both a type ia and type ii endoleak were confirmed. At that time, the seal zone was ballooned in an attempt to resolve the endoleak which was not successful. The patient is scheduled to return for a re-intervention at a later date to place a palmaz stent to treat the endoleak. As of the date of this report, there have been no additional sequelae reported.

Manufacturer narrative:
Remains implanted.